Event description:
Health professional reported an alleged leak with a lap-band port. Additional information provided state: "posterior cup (port) leak, with leakage from the central cup seam and turret along the posterior aspect." The event was first confirmed when a "decrease amount at fill volumes had been noted in conjunction with gradual lack of satiety. A non-coring needle was used to access port and saline was injected. Leakage from the posterior seam between the central cup and turret was observed." The port was explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/06/2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."